Manufacturer narrative:
H6 - medical device problem code 1494: off-label use (under 21 yrs of age at date of implantation) added to initial MDR. Claim #(B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
In the article, "successful antibiotic management of staphylococcus epidermidis endophthalmitis without icl explantation or vitrectomy," endophthalmitis observed 20 days post icl. Reportedly, "considered for postoperative endophthalmitis os, a vitreous tap and injection of vancomycin 1mg/0.1ml and ceftazidime 2mg/0.1 ml was performed," and "the patient was also treated with systemic (centrazidme1glvq24h) and topical antibiotics (tobramycin dexamethasone eye q15m 15mg:5mg/5ml, levofloxacin 0.5% eye drop q2h), 1% prednisolone acetate eye drops three times a day and 0.5% tropicamide qd." The topical treatment was tapered gradually over one month. Reportedly, "the uncorrected distance visual acuity of20/20 was achieved three months following the antibiotic therapy."